Manufacturer narrative:
Based on available information the device experienced an over-pressurization event of the product tank, an overheating event, or a possible precursor to such events. The underlying cause of the issue is unconfirmed. However, this failure mode resembles that which has been previously identified and investigated. Components of the irc5po2v concentrator have been updated to prevent potential recurrence of this issue. The subject concentrator was manufactured prior to implementation of these updates. This issue also resulted in a field correction (z-0514-2021) to replace the pe valve assembly in impacted irc5po2v concentrators to reduce the potential for a failure that can, in infrequent instances, result in a short duration and self-extinguishing thermal reaction. The subject concentrator falls within the scope of this field correction. The subject concentrator is over 3 years old. The irc5po2v user manual advises, "the product has been tested for the service life stated in this manual. Use of the product beyond this time period may cause injury or product damage. Only use the product for the service life stated in this manual. Do not exceed the service life of the product. ¿ perform all maintenance according to the recommended schedule in this manual. The expected service life of this product is three years of operation when used in accordance with the safety instructions, maintenance intervals and correct use, stated in this manual. The effective service life can vary according to frequency and intensity of use." The device is awaiting return, and if additional information becomes available a follow up medwatch will be filed.

Event description:
A repair tech contacted invacare stating the unit was returned due to the unit was not working. Upon the tech opening the concentrator it was discovered the old pe valve has caused interior damage to the sieve bed caps. The caps were melted, and the unit was not functioning.